Event description:
It was reported that the sensor was not accurate. Customer stated that he experienced false low when his blood glucose was 105 mg/dl. Customer stated that his sensor glucose reading was 100 mg/dl and blood glucose was 40 mg/dl and threshold did not trigger even though it was activated. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.